Event description:
It was reported that during a plif surgery a pituitary's mouth broke off during removal of disc.

Manufacturer narrative:
Additional information: the product was returned. The upper jaw is broken off at the base of the dynamic jaw. Optical examination discovered a quasi-brittle fracture, with river lines and morphology suggesting the direction of fracture. The location, direction and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.